Event description:
It was reported, that the patient presented for a follow-up in clinic. It was noted, that the right ventricular lead exhibited noise oversensing. The lead was capped and replaced on (B)(6) 2024. The patient was stable.